Manufacturer narrative:
Product complaint # ==(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the lot number. The lot number is unknown.

Event description:
It was reported that a patient underwent a right testicular descent fixation surgery on (B)(6) 2026 and suture was used. During the procedure, when the doctor used suture for suturing, the problem of pulling off suture needle happened, causing the surgery to be unable to proceed normally. After the incident, the doctor, equipment nurse, and touring nurse jointly checked and confirmed that the suture was intact, and then replaced the suture to continue the surgery. There were no adverse patient consequences reported. Additional information was requested.